Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consume regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. It was reported that the patient learned to turn their ins off when going through the security gates, like at the courthouse, because their stimulation would change when going through them. Patient services reviewed consideration. The patient indicated that they just turn their therapy off when going through security gates. It was reported that this was considered to be a sudden change in stimulation/therapy/symptoms. It was asked but was unknown when this event occurred. No further complications were reported/anticipated.